Event description:
It was reported that the patient underwent a revision surgery in which an ambicor penile prosthesis (app) was explanted because the prosthesis does not deflate. No patient complications were reported. No further information was provided.

Manufacturer narrative:
Event date is the same as aware date because there is no information about when the explant surgery was performed. Investigation summary: based on the information available, boston scientific concludes that the fluid leak identified in this ambicor penile prosthesis (app) could affect the functionality of device and may have caused or contributed to the clinical observations. Device history record (DHR) review: DHR review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the cylinders and pump were visually inspected and examined using a microscope. Both cylinders had wear at folds in the cylinder bodies. A leak was confirmed in one of the cylinders when it was inflated with a syringe. The other cylinder passed leak testing. The pump passed all testing. The identified of fluid leak could affect the functionality of device as would not be functional after the fluid system was lost. Product analysis confirmed the reported events. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. There is no objective evidence that the user did not properly handle or use the device according to device IFU. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.